Event description:
It was reported that the lancet 33ga experienced missing label information. The following information was provided by the initial reporter: pharmacist requested assistance locating expiration date.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Lot# 6278428 was manufactured in 2006 (15 years since creation date). As per manufacturing, the lot # would have expired by now, and the DHR is no longer available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the state was determined to be pa based on the initial reporter's phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lancet 33ga experienced missing label information. The following information was provided by the initial reporter: pharmacist requested assistance locating expiration date.